Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system, including an ipg, on (B)(6) 2010. The pt reported discomfort at the ipg pocket. The discomfort is present regardless of whether the stimulation is on or off. F/u found the pt is working with his physician to identify a possible solution.